Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure after an implant duration of 2 years and 4 months due to non-calcific degeneration leading to high gradients and stenosis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "implantation of a melodyvr valve in "triscuspid" position" authors f.t. Riede et al, the following event was identified as pertaining to an edwards device: a (B)(6) girl with a 26mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve in valve procedure after an implant duration of approximately 3 years due to high gradients and stenosis. The pulmonary non-edwards valve was implanted within the disabled valve. The procedure was uneventful. The patient was noted as to be discharged on pod #4.